Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the lp prematurely separated from the catheter. As the lp was fixed at the time, it was elected to complete the procedure without further repositioning. The patient was stable.